Event description:
It was reported that during a da vinci-assisted surgical procedure, low energy delivery on maryland bipolar forceps instrument connected to erbe. Prior to call, the site had replaced bipolar energy cable once and instrument once and also swapped port from 2 to 1 on erbe iesu, but there was no improvement. The technical support engineer (tse) checked logs; no relevant errors were found. Tse confirmed that reprocessed cables were and explained energy cable may be the culprit and requested to replace the bipolar energy cable again, but the surgeon had decided to convert to open surgery due to the issues. The procedure was converted to open and completed. Intuitive surgical, inc. (Isi) followed up with the field service engineer and he confirmed that the issue with erbe could not be reproduced. The customer also tested several cables with the same result therefore fse suspected the erbe was most likely the issue and he exchange it to customer satisfaction.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was not confirmed based on the field evaluation which indicates that the device may not have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis testing. The failure analysis could not reproduce the reported failure on the generator. The complaint was not confirmed based on the field evaluation.